Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "this patient was enrolled in the study. The patient was withdrawn for the study. "He was in the ICU last week with multiple problems, one of them being pseudo aneurysm at the landing of the aortic graft and possible infected aortic graft. He has recent IV drug use history." Patient outcome: "his prognosis is poor and he has been discharged to hospice."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the complaint was reported with two events, pseudoaneurysm and infection. The complaint states a btai patient, with a possible infected aortic graft. The patient has a recent IV drug use history. The patient's condition was reported poor and he was discharged to hospice. It is reported that the patient has had the ztlp device implanted for over 4 years. Pre -implantation cta, implantation angiography and 1 & 2.25 year follow-up ctas were provided for the investigation. However, imaging of the complaint event was not provided. Therefore, it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.